Event description:
Pt with history of bilateral mastectomies and bilateral reconstructions. Developed temperature of 101 degrees with left breast red and erythematous. Taken to or on 2/18/97 for removal of left breast prosthesis with capsulotomy. The surgeon noted a large amount of cloudy fluid was removed from the left breast packet and that it was like an abscess cavity. The right breast prosthesis was removed prophylactically.